Event description:
It was reported that the patient experienced pain at the neurostimulator site. The patient's neurostimulator was replaced. No surgical complications were reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies for the neurostimulator. No failure was detected but the product was out of specification. There was output and telemetry but the battery was near assumed normal end of life. Setscrew grommet #2 was loose/missing. The titanium can, insulation coating and connector block were scratched. The battery was expanded. A good stable output was observed on each electrode pair on an oscilloscope, across a 510 ohm load, connected to the cut end of the extension. Final device analysis revealed no significant anomalies for the lead extension. No failure was detected but the product was out of specification. It was cut through which was suspected explant damage. The proximal and distal ends were intact and undamaged. The continuity was acceptable.